Event description:
Used cycled screw as per instructions and symptoms became worse instead of getting better. Burning, irritation, tearing, debris in both eyes. Strength: .01% topical spray. Quantity: 2 sprays on cotton pad. Frequency: 2 x daily 1 month, 1 x thereafter. How was it taken or used? Wipe sprayed pad with eye closed then open for lower lid. Date of use: (B)(6) 2016. Why was the person using the product: prevent - tearing, irritation, build-up debris oil eyelashes - clean eyelashes. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes. Did the problem return if the person started taking or using the product again? Didn't restart.